Event description:
While wearing the external equipment, the pt reportedly experienced overly loud sensations. The pt was seen at the ctr where programming adjustments were made and external equipment was exchanged. However, the problem was not resolved. In may, 2005, the pt was seen by a co rep for device evaluation. Testing revealed out of range electrode impedances. Programming adjustments were made. In june, 2005, the pt again experienced overly loud sensations. In june, 2005, the pt was seen by the surgeon. Surgery to explant the pt's cii device was scheduled.